Event description:
Additional information was received from a company representative. The patient could physically flip the pump as it was loose in the pocket.

Manufacturer narrative:
Analysis of the 8780 serial number (B)(4) found catheter body has significant twisting that may have affected infusion. There was twisting observed on the catheter body. A kink was also observed at the location where the twisting was seen. During pressure testing in the lab, the kinked area would occlude when the catheter was bent to a narrow radius. Also, compressed area was noted on the catheter body of the distal portion. Analysis of the 8780 serial number (B)(4) found catheter pin connector/collet prematurely locked in place. As received, the collets on each end of the pin connector were fully deployed and locked into position. There was catheter segment attached to one side of the pin connector while the other side had no catheter segment attached. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. Most likely the collets had been prematurely deployed into their locked positions during attempted usage. Analysis was able to unlock each collet, insert a piece of ascenda catheter onto the pin, then re-lock the collet in place. The segment was firmly locked into the pin connector. The pin connector and its collets performed normally when properly assembled. Analysis of the 8780 serial number (B)(4) found catheter pin connector/collet prematurely locked in place. As received, the collets on each end of the pin connector were fully deployed and locked into position. There were catheter segment attached to one side of the pin connector while the other side had no catheter segment attached. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. Most likely the collets had been prematurely deployed into their locked positions during attempted usage. Analysis was able to unlock each collet, insert a piece of ascenda catheter onto the pin, then re-lock the collet in place. The segment was firmly locked into the pin connector. The pin connector and its collets performed normally when properly assembled. Analysis of the 8784 serial number (B)(4) found catheter pin connector/collet prematurely locked in place. As received, the collets on each end of the pin connector were fully deployed and locked into position. There were no catheter segments attached to either side of the pin connector. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. Analysis was able to unlock each collet, insert a piece of ascenda catheter onto the pin, then re-lock the collet in place. The segment was firmly locked into the pin connector. The pin connector and its collets performed normally when properly assembled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), product type catheter product ID: 8784, serial# (B)(4), product type catheter (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (2mg/ml, 0.1mg/day) via an implantable infusion pump. The indication for use was noted as chronic pain. The patient had reportedly attempted a dye study at an unknown date, the results were not reported. On (B)(6) 2015, the patient was taken to the operating room for a pocket revision. During the procedure, the catheter was found to be curled up into a knot, in the pocket. The catheter was cut past the knot and flow was established. A new 8784 catheter kit was opened, and the connector piece fell into two pieces. A new 8780 catheter kit was opened for a new connector piece, then the catheter slipped out, as the connector closed and locked. A second 8780 catheter kit was opened and again, the catheter pulled out, as the connector was closed. It was decided at this time, to replace the entire catheter. It was concluded by the surgeon that "possibly" the catheter had been stretched so tightly, when it was knotted, that the circumference was smaller and not sliding over connector as usual. The catheter was also reportedly kinked in a knot, due to the pump flipping. No symptoms were reported. The issue was noted as resolved. The patient status at the time of the report was "alive - no injury". All connectors were shipped back; however it was noted that the company representative was unable to separate or determine which connector belongs to which catheter. No further information was provided. Additional information was requested regarding what led to the pocket revision and hoe the pump flip was identified.